Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the ipg reached normal longevity and there is no allegation against the device.

Manufacturer narrative:
Ipg reached normal longevity and there is no allegation against the device.